Event description:
The company representative reported that the patient was no longer receiving stimulation and loss of coverage on her left arm. It was noted the patient experienced a headache with stimulation but had subsided. The patient mentioned a fall which led the doctor to think maybe something had happened to the leads and/or device. Impedance testing and x-rays were performed. The device was reprogrammed. It was also reported that after the company representative met/reviewed the patient, there was nothing wrong with the patient or her system. Everything was working as intended. The patient was receiving appropriate therapy and adequate coverage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had the stimulation sensation going into her face and the top of her arm. It was supposed to go into her elbow and hand. It was affecting her left side but not the right side. The night prior, she felt it in her arm and face (chin) and it went down while she was sleeping. She seemed to notice it more while laying down. The sensation did go away when therapy was off. This started about a week ago or so, the patient wasn¿t sure. There was no accident or incident related to the issue. The patient did state shed had falls in the past and had also fallen backwards after stepping on a dog bone 4 weeks ago. The patient also had shoulder surgery 6 months ago and a tens unit was used but it didn¿t bother her. It was further stated that since falling, the patient¿s stimulation had not been as good. The timeframe was unknown. The patient was seen on (B)(6) 2014 for further assessment and a possible revision. Impedances were checked at 3.0v and ranged between 500-upper 2000¿s ohms - within normal range. The device was re-programmed and the patient then felt stimulation in both of her arms from her elbow to her hands where she needed it. The patient was not feeling the sensation in her face anymore, even when lying down. The patient was doing well with the new programming and no further action had been taken.

Manufacturer narrative:
(B)(4).